Manufacturer narrative:
Date of report: 29jun2021.

Event description:
The customer reported that the ventilator touchscreen was not responding correctly during pre-use set up. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported to have replaced the touchscreen. The device was repaired and returned to service. No other anomalies were reported.